Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Device was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to push and not responding. The customer stated she first noticed the keypad issue on (B)(6)2015; she had to press the buttons multiple times to get a response. Blood glucose value was over 200 mg/dl. Customer stated she would remove and reinsert the battery and then it would; start working again but now the keypad is unresponsive. Customer reported she experienced high blood glucose of 500 mg/dl the day of the call due to the keypad not responding. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.